Event description:
The baxter service technician reported an infusion pump with failure code 25, found during service. The hospital representative stated they have no record of any patient incident invloving the pump since the last baxter service event. No additional contact information was provided.